Event description:
It was reported when the device was used during an unknown procedure, the staples would not deliver. Another device was used to complete the case. There was no consequence to the patient.